Manufacturer narrative:
Company representative evaluated the unit, replaced the cpu board and transducer, upgraded software and reseated the cables. Unit calibrated and safety tested to factory specifications.

Event description:
Customer reported the passport 2 monitor had a blank screen and beeps continuously, which may have resulted in loss of primary monitoring. No patient injury was reported.